Event description:
(B)(6) clinical study. It was reported that following a percutaneous coronary intervention, stent thrombosis and in-stent restenosis occurred. In (B)(6) 2011, the index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal left circumflex artery (lcx) with 99% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent placement of a 3.00mm x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. One day post index procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject was hospitalized for occluded ostium of the circumflex artery. An unspecified stent was then deployed at the ostium of circumflex and the event was considered resolved without residual effects. One day post procedure the subject was discharged. In (B)(6) 2013, the subject was diagnosed with stent thrombosis of proximal circumflex artery and was hospitalized on same day. No action was taken to treat the event. The event was considered resolved without residual effects. Two days post admission, the subject was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion #1 was located in the left main coronary artery segment (lmca) and extending to the proximal left circumflex (lcx) and not proximal (lcx) as previously reported. In (B)(6) 2013,the subject presented to a routine office visit complaining of increased shortness of breath. Results of stress test were abnormal. The subject was referred for cardiac catheterization. In (B)(6) 2013, the subject presented emergently with progressive dyspnea. Stress test revealed possible inferoposterolateral wall ischemia. At the time of event, the subject was on aspirin and study drug per protocol. Study drug was discontinued along with 'other' antiplatelet medication. Isr of proximal lcx was treated with pre-dilation and placement of a 3.0 x 12 mm promus element plus stent. Following post-dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient presented with recurrent chest pain and shortness of breath two weeks post intervention. At the time of event, the patient was on aspirin only. The totally occluded stenosis present in lmca and extending into the 70% stensed proximal lcx was treated with balloon angioplasty and placement of two 3.0 x 12 mm promus drug eluting stents in overlapping manner. Following post-dilation, residual stenosis was 0%. Aspiration of stent thrombosis per non-bsc thrombus extraction catheter was performed. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).